Manufacturer narrative:
Although the exact age of the patient is unknown, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the silicone tubing to have been cut at approximately 29 cm proximal to the outer ring. The distal portion of the device was not returned. No issues were noted with the returned tubing, connector and inner and outer rings. The wire loop attached to the dilating tip had been broken and the ends of the wire loop were found to be frayed and twisted. One half of the wire loop was broken off adjacent to the end of the dilating tip, the other half was measured to be 6 cm long. The condition of the returned unit was consistent with the complaint incident that the device wire loop broke. Physical analysis of the delivery system loop wire found it to have failed while undergoing tensile force. The missing portion of the loop wire most likely detached when the physician pulled on the wire loop after it broke at the apex. Based on the event description and evaluation of this and other returned devices with the same issue (wire loop broke), the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the peg tube was being pulled through the stoma site, resistance was met and the loop wire on the end of the peg tube broke. The physician was able to pull the tube into place and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2012. According to the complainant, during the procedure, when the peg tube was being pulled through the stoma site, resistance was met and the loop wire on the end of the peg tube broke. The physician was able to pull the tube into place and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.